Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had fluctuating high and low blood glucose. Customer reported their blood glucose declining to 50 mg/dl and rising to over 530 mg/dl. The customer treated his lows with food and highs with the pump. The customer declined to troubleshoot for low or high blood glucose. The insulin pump will not be returned for analysis.